Manufacturer narrative:
This report is submitted on april 05, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported that the patient experienced infection at abutment site (date not reported). Clinical management is ongoing.

Manufacturer narrative:
Per the clinic, a topical antibiotic was administered to the abutment site (date and duration not reported).

Manufacturer narrative:
It was reported that the patient underwent skin revision and was treated with peroxide and the administration of a topical antibiotic (date not reported). This report is filed on january 08, 2019. Registration number (B)(4). Exemption number (B)(4).